Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had an MRI a few days ago and today ((B)(6) 2022) when they were checking the pump with the ptm they saw a motor stall message that said the pump had stopped for about 67 hours 42 minutes (around the same time the patient had an MRI). The patient was able to request another bolus. The troubleshooting steps that were taken resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.